Event description:
It was reported that the patient experienced weakness in his right foot and lower leg. Magnetic resonance imaging (MRI) and a myelogram were done in 2007. The MRI was inconclusive; the myelogram showed a mass at the tip of the catheter. The catheter was located at the t10 level. The patient also had a cerebral spinal fluid (csf) leak. The mass was surgically removed on 12/10/2007 and the catheter was pulled down two levels. The operative report finding was "fibrous mass". No cultures were done. Two days postoperatively, the patient's weakness was getting better. The pump was used to deliver dilaudid; 50 mg/cc at 26.5 mg/day since 2007. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.